Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation finding: to date, the investigation has not been completed. A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that during use of this pump in a knee arthroscopy, it would not regulate the flow properly and as a result, the surgery was aborted. There was no report of pt injury and at this time, it is unknown if the surgery was rescheduled.